Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Event description:
It was reported the patient presented in clinic for follow-up. In clinic, the leadless pacemaker (lp) was found in magnetic resonance imaging (MRI) mode which prevented interrogation with unsupported software. Supported software was used to restore the lp. The patient was in stable condition.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.